Manufacturer narrative:
The customer indicated that samples would be returned for evaluation however they have not been received. Without the returned unit the exact cause of the issue can not be determined. No product from the lot numbers were remaining in stock for evaluation. The device history records were reviewed and found to be acceptable. Medex is unable to confirm or determine the actual cause of this incident without benefit or returned product.

Event description:
The manifold is leaking and during aspiration of contrast media air is entering the system. No patient injury or treatment associated with this event.